Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic gastric bypass procedure on (B)(6) 2013 and clips were used. On (B)(6) 2013, the patient developed symptoms of an infection. An upper gastrointestinal series showed complete obstruction of roux limb at level of mesocolon. On (B)(6) 2013, a laparoscopic exploration revealed a dense phlegmon in the transverse mesocolon that was centered around the clips that caused the obstruction of the roux limb. The phlegmon was divided with cautery to open up the window and free the roux limb. The clips were removed. The roux limb was re-sutured without clips, with relief of the obstruction. The surgeon opines that there was a significant inflammatory response to the clips in the mesocolon that resulted in the obstruction of the roux limb.